Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 22, 2020. - attachment: [00734 device analysis report.pdf].

Manufacturer narrative:
Per the clinic, the device was explanted due to the reported loss of connection to the device (date not reported). Additionally, it was reported that an extrusion of the receiver stimulator had occurred. This report is submitted march , 2020.

Manufacturer narrative:
This report is submitted on 16 march 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.